Event description:
Peelaway separated from hub and had to be retrieved through the patient's groin.

Manufacturer narrative:
The device was forwarded to the manufacturing facility for evaluation. A supplemental report will be submitted when the investigation is complete.